Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after approximately five (5) years due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets a the inflow and outflow aspects. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused two (2) leaflets at the outflow aspect. The x-ray demonstrated minimal calcification on all three (3) leaflets and an intact wireform. The sewing ring was cut around the valve circumference. Returned with the valve were two fragments of host tissue with native subvalvular apparatus. (B)(4). Through evaluation of the returned device, calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR # 2015691-2016-00397.

Event description:
Edwards received additional information that this bioprosthetic mitral heart valve was explanted after five (5) years, six (6) months due to severe mitral stenosis with regurgitation, secondary to degeneration. Upon examination, it appeared that the anterior leaflet had been preserved and put down to the posterior annulus. This led the cords and subvalvular apparatus to impinge upon the leaflets of the bioprosthetic valve, leading to premature wear and limited leaflet motion. In addition, there was some calcification of the pericardial valve leaflets. A 33mm porcine valve was used in replacement and post-operative echo revealed no perivalvular leaks nor mitral insufficiency. There were no complications and the patient was later discharged on pod #6.